Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es fridge had failed and was unable to recover, which prevented the user from accessing medications. The customer noted they managed to obtain the medications from another station, causing a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e2, e3, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-nov-2022 to 13- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge had failed. The field service engineer stated that the pharmacy technician had successfully recovered the remote manager. The system functioned as intended after assessed by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge had failed and was showing the error "failed hardware". The field service engineer spoke with supervisor and supervisor reported that pharmacy technician had successfully recovered the remote manager. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis medstation system, the fridge failed and was unable to recover, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.